Event description:
It was reported that during an angioplasty treatment procedure, peeled guide wire coating occurred. The calcified and totally occluded target lesion was located in the 2mm in diameter left anterior tibial artery (ata). The physician was attempting to pass this 300cm v-14 control guide wire through the lesion against resistance when 5mm of the hydrophilic coating on the distal tip detached. The detached coating remains imbedded in the totally occluded vessel. No attempt was made for retrieval. The procedure was stopped because the occlusion could not be crossed. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that during an angioplasty treatment procedure, peeled guide wire coating occurred. The calcified and totally occluded target lesion was located in the 2mm in diameter left anterior tibial artery (ata). The physician was attempting to pass this 300cm v-14 control guide wire through the lesion against resistance when 5mm of the hydrophilic coating on the distal tip detached. The detached coating remains imbedded in the totally occluded vessel. No attempt was made for retrieval. The procedure was stopped because the occlusion could not be crossed. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned complaint device identified a severely kinked tip. The poly tip is peeled approximately 1cm exposing the corewire tip. There is no evidence of a corewire fracture. The coating is scraped along the entire body. The device appears to have been pulled/pushed against resistance. The outer diameter was measured where damage was not noted and found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).